Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. However, vyaire tech support suggested to ensure the proper operation/output of the blender and the o2 sensor cable. If both operate, most likely the unit would need a main pcb replaced. Both pieces were operational, following with vyaire¿s recommendation, a main pcb has been requested. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
It was reported to vyaire medical that the vela vent came to the biomed shop and is alarming o2 sensor failure constantly. No patient involvement was reported.